Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in the operating room for an initial implant procedure. During the procedure, it was noted that the right ventricular lead exhibited high capture threshold and sensing issue. A different position was tried but the helix could not be extended. The lead was not used and replaced. The patient was stable during and post procedure.